Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report #1627487-2014-08264. The pt had two model 3186 leads from the same lot. It was reported the pt was admitted to the hosp on (B)(6) 2014 due to pain in her back. A CT scan was taken and revealed fluid buildup at both the pt's ipg as well as lead sites. Cultures were taken and later showed the pt had a mrsa infection. The pt's entire scs sys was explanted (B)(6) 2014. The pt was treated with IV antibiotics. The pt's infection has now reportedly cleared, and she is doing well.